Event description:
Healthcare professional who is the same patient reported that was injected 2 ml in the cheeks with skinvive¿ by juvéderm®, two weeks after treatment, the patient developed increased puffiness, swelling of the lips, cheeks, and tongue. A 5-day course of methylprednisolone dose pack was used, which reportedly helped; however, body hives also occurred during that period. The steroid course ended on june 7. Partial improvement has been stable but low grade facial swelling remains with some daily fluctuation. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.